Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 3 ml of juvéderm® volux¿ in the jawline. Approximately a month and a half later, patient experienced swollen with fever, chills, warm and tender to touch. Patient was prescribed azithromycin. Approximately three months and a half later, the swelling and lumpiness re-occurred on the jawline and patient was prescribed antibiotics and steroids (keflex 500mg 2 caps for 5 days and prednisolone 50mg) but patient did not take the steroids for a longer duration. Three days later, symptoms resolved. 6 days later, the swelling recurred on the left side and patient was prescribed steroids. Symptoms resolved the following month.